Event description:
It was reported that a pump declared an altitude alarm 21. The customer's blood glucose level at the time of the event was 90 mg/dl, which is within the normal range. The customer understood that residue buildup in the speaker holes could trigger such alarms and acknowledged tips provided for preventing future occurrences. The customer was able to resume insulin use with the original cartridge after the issue.